Event description:
Treatment of an internal carotid artery (ica) - posterior communicating artery (p-comm) aneurysm. During the procedure, it was reported that the physician experienced resistance while pushing the implant coil through tortuous anatomy and found the coil detached upon removal of the device. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was scrapped. (B)(4).